Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer(fse) evaluated the unit and found that display monitor was disconnected from one of the slot, which was resulting in issue while moving the equipment physically. Reconnected ribbon cable from the video receiver pcb. Fixed the monitor assembly in its respective slot. Checked systems performance on iabp trainer & balloon, no issue observed. System has passed all functional test. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) display is flickering. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).